Manufacturer narrative:
(B)(4). Root cause identified as workmanship issues during battery pack assembly, coupled with shock and vibration during transit. Process improvements and additional production controls were implanted at the battery pack manufacturer.

Event description:
Medtronic received a report that the capnostream 20 battery has a burnt/melted spot in its side. There was no end patient involvement or harm to the users.